Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address occlusion. The customer blood glucose level (bg) was ¿high¿ on cgm and experienced diabetic ketoacidosis. Reportedly, the customer address their bg with a correction bolus via pump and a manual correction injection; however customer went to the emergency room. Bg was treated with intravenous insulin and saline. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.